Manufacturer narrative:
The investigation determined that lower than expected vitros gent quality control result were obtained. No patient samples were affected. The investigation could not determine a definitive root cause. However, a reagent related issue cannot be ruled out as a contributing factor. There is no evidence that the vitros 5600 analyzer was not operating as intended at the time of the event. The investigation is ongoing.

Event description:
A customer obtained lower than expected vitros gent quality control results (biorad level 2 = 4.39, 4.87 - ug/ml vs expected result of 7.41 ug/ml; tdm pv 3 = 5.26 ug/ml vs expected result of 7.75 ug/ml) while using a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were run while gent quality control results were out of range. There was no allegation of harm to patients as a result of this event. This report is number two of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).